Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The functional tests could not be performed, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests, due to the keypad anomaly. No unexpected battery out limit alarm could be confirmed due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump has an unresponsive keypad. Patient's blood glucose level is151mg/dl. Patient was hospitalized. Trouble shooting was conducted. Device is being returned. No further information available.